Manufacturer narrative:
Additional information added to h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that premature clogging (clotting) was observed during the use of three (3) prismaflex st150 sets treatment with continuous renal replacement therapy (crrt). There was no patient injury or medical intervention associated with this event. No additional information is available.